Event description:
The facility's materials manager reported the pump was programmed to infuse an unknown medication at a rate of 20ml/hr. When the pump was checked an unknown time later, the device was reported to be running at a rate of 100ml/hr. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, medical intervention and patient injury, no further information was available. Alternate contact information was requested but no alternate contact was identified.